Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/3/2024 additional information: d9, h3, h6 h3 investigational summary: the product received for analysis was identified as product code y3170h. Visual inspection and metallurgical analysis were performed on the returned product. A fracture was observed axially along the body. The needle was received in one piece, as the fractured portion was still connected. The needle had a black coloration. The needle was noted with marks that appears to be by surgical instrument. A scanning electron microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The evaluation of the sample revealed the fracture contained a ¿woody¿ structure near the suture attachment. This is consistent with a failure in the forming direction of the wire. Small amounts of microvoid coalescence, which is evidence of a ductile fracture mode was also noted. This showed some evidence of a ductile fracture. The evidence of this examination indicates that the breakage occurred from mechanical deformation, indents and scratches, due to gripping, bending and overstressing of the needle. There is no evidence of any material flaw that would cause premature failure. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. No patient consequence. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown procedure on an unknown date in 2024 and suture was used. The thread split in half when the surgeon wanted to fit a suture. No patient consequences reported.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 UDI number. Additional information was received: a broken needle (split near of needle tip) attach a small suture piece of product code y3170h. Per the needle condition the sample will be sent for analysis by needle breakage.